Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated that, following a car accident on (B)(6) 2009 in which the pt "broke their sternum," the pt was not receiving therapy in their back and their "right leg and heel were going numb." It was stated that, if they "turned up their device too high, they report their heart goes funny." A "burning sensation at the lead location" was also reported. The pt also reports "falling hard a few weeks ago." It was stated the pt's device "had not been checked since the car accident." Additional info has been requested, a f/u report will be sent if additional info becomes available. Please see MFR report # 3004209178-2010-08226.